Event description:
It was reported that the rubber on all 4 wheels were come off the wheel frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the rubber on all 4 wheels were come off the wheel frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the rubber on all 4 wheels were come off the wheel frame. Supplemental submitted as further investigation determined that the bed casters were not rolling smoothly due to pealing/delaminated caster wheel. This would result in caregiver annoyance as bed casters were not rolling smoothly due to pealing/ delaminated caster wheel; however, it is not likely to harm the patient as it would still be possible to move the bed to transport patients and brakes were holding to specification. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.